Event description:
It was reported that during an unknown procedure the device fired properly multiple times and then misfired with scissored and crossed clips. One of the misfired clips was retrieved and returned with the device. There was no pt consequence.